Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had no trouble up until about 6 months or so ago, she started experiencing stinging at the ins site. Patient said it felt like a short circuit or something. Patient said that feeling subsided, then it started again today if she puts her hand back there she can feel it. Patient said she called hcp and he asked if she had fallen and pt had not fallen, so hcp told her he had not heard of it. She wanted to know if manufacturer has heard of that. The patient described the stimulation sensation as pain in the ins. Patient said if she turns it off then she has sensations of having to go pee all the time. Decreasing the amplitude eliminated the uncomfortable stimulation. Patient said she turned stim off and that stopped, she cannot stop it unless she turns it off. Patient said her hcp told her not to change the programs, he is the one that changes the programs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that there was nothing that lead to the reported issues. There was no intervention or action taken, patient will just have pain until it stopped. The patient weight was reported as (B)(6).